Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation observed crease sharp opening on posterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device. Stress marks observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.